Event description:
Attending dr advised that a pt experienced "wound breakdown", including infection. Pt was returned to surgery.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time.